Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Te pad placement faults flags were also present, but such faults merely indicate that the positioning of the therapy electrode pads may not be ideal, and do not prevent the device from detecting and treating a patient. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 01/09/2015 reuse; electrode belt: sn (B)(4): 12/10/2010 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate over treatment threshold and bundled branch block (bbb). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of ten shocks. It was reported that the patient was in the ICU at the time of the event. It was reported that the patient's nurse and doctor witnessed the events. The patient remained in the ICU and was intubated and restrained following the event. The response buttons were not pressed during the event. It was reported that the patient may have been restrained during the event. Svt rate over threshold and bundled branch block (bbb) contributed to the false detection. The patient continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.